Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/06/2016. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the suture placed (interrupted or continuous)? Was the suture found broken during the exam? Did the suture break when manipulated/ touched during exam? What did the doctor do when the suture broke? Was medical or surgical treatment required? If so, please provide details. Lot number and product code of the broken suture? Date of the exam where the suture broke? Does the suture still remain in the patient? Was the suture removed from the patient? If so, what date? What is the current status of the patient?

Event description:
It was reported that the patient underwent a cervical repair procedure on unknown date six years ago and suture was used. Following the procedure, the patient presented to the office complaining of post sexual bleeding. The doctor performed an exam and felt the suture. It broke during exam. It is likely that medical/surgical intervention will be performed. The doctor opines if she needs to take suture out, which means she needs to take patient to operating room (o.r.) Or leave in even though the suture is now broken due to initial office exam. It was also reported that no medical intervention has been done yet and the doctor has requested the patient's chart from the surgeon who performed original procedure. Additional information has been requested.